Event description:
On (B)(6) 2025 at 8:56 am, the user¿s husband reported that the user, who has memory issues, likely performed an unsupervised insulin cartridge and tubing change overnight. Upon waking, the user¿s dexcom g7 cgm showed a high blood glucose (bg), and the ilet displayed a full cartridge with 150 units of insulin available. The user disconnected from the ilet, administered a corrective insulin dose via injection, and engaged in exercise to lower bg. After confirming the cartridge was empty, the user replaced the supplies and resumed pump therapy.